Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump was noted to be unresponsive. The customer's blood glucose was reportedly "high", however an exact value was not provided. The customer delivered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.